Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the 8mm prograsp forceps instrument can no longer be fully opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon felt that the instrument could not be opened properly while it was free within the abdomen, and at that time, it was not grasping any tissue or other material. The instrument was removed in the standard manner, without the use of force to open it, a key, or any other means. A new one was used. The jaws were not clamped on the tissue when the event occurred. There was no adverse effect to the jaw.